Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was diagnosed with diabetic ketoacidosis on (B)(6) 2026. The patient attended a routine appointment with their doctor (dr., (B)(6)), during which it was incidentally discovered that the patient had developed diabetic ketoacidosis. It was confirmed that during the appointment that the pod's needle and cannula had been inserted correctly; however, the pod's reservoir of insulin was still full after the patient had been wearing the pod between 25 and 36 hours. The patient's blood glucose levels rose to 20 mmol/l (360 mg/dl). Reported symptoms include fatigue, muscle pain and leg pain. The patient was treated with 8 units of insulin administered manually using a pen. The patient was able to apply a new pod and continue treatment.